Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an open colectomy procedure that while trying to staple they closed the handle and no staples were deployed. Another device was used to complete the procedure. Surgeon stated that she may have closed the handle prior to positioning the device and may have fired the device prior to the intended use. There were no adverse consequences for the patient.